Manufacturer narrative:
Section d4: serial number was unable to be provided by the customer. Section h6: correction (device code). Manufacturer's investigation conclusion: the reported event of a damaged black power cable could not be determined during the investigation. The system controller serial number pc-unknown was not returned for evaluation and no photos were submitted for review. Per vad coordinator information, the reported system controller was disposed of. As a result, the root cause of the reported event could not be conclusively determined. The heartmate ii patient handbook was available for use at the time of the event. The patient handbook cautions the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or power module patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions. If necessary, section 2 of the patient handbook, entitled ¿how your heart pump works¿, gives instructions on how to exchange the controller. The patient handbook states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a damaged black battery lead which led to a controller exchange. The damaged controller was disposed of as it was no longer of any use. No additional information was provided. Related manufacturer report number: 2916596-2020-00692.